Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. Prior to the event, the customer was running a fever and vomiting. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. The customer's mother reported that the insulin pump alarmed no delivery prior to the event. Nothing further was reported.